Event description:
It was reported an issue with monosyn suture. The client reported that the needle detached from the thread, not working properly. At 10:17 on (B)(6) 2023, the patient underwent concealed penile preputial plasty fasciopexy under combined intravenous and inhalation anesthesia. Monosyn suture had to be used because intraoperative suture was required. During the unpacking process, it was found that the needle and thread were separated and could not be used normally. It was found on time, so the monosyn suture was replaced immediately. Therefore, there was no impact on the patient. No further information has been provided.

Manufacturer narrative:
Analysis and results: there are no previous complaints of the involved code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. As no samples have been received and no units are available in b. Braun surgical, s.a. We have only reviewed the batch manufacturing record and the results during the process fulfill usp/ep and b. Braun surgical requirements. Knot pull tensile strength results conducted on samples before releasing the product were 0.73 kgf in average and 0.44 in minimum and fulfilled ep specifications: 0.23 kgf in average and 0.11 kgf in minimum. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.